Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The screw on the radiolucent swivel adapter broke as the user was attaching it to the radiolucent skull clamp. When the screw broke, it caused the patient's head, which was in the skull clamp, to drop. Additional information was requested and on (B)(4) 2015, the following was received from the surgeon: the date of the planned procedure was (B)(6) 2015. Patient was a (B)(6) woman with c1 and c2 fractures with a planned posterior occipitocervical fusion. The patient was positioned prone on the operating room (or) table and the head holder was attached. The patient was not repositioned and the surgery was not started. No stereotactic device was used. The screw on the swivel adapter broken within 10 minutes of positioning, before any additional preparation was performed. The screw that holes the swivel adapter to the rest of the radiolucent frame fractured through the center of the screw. The patient's head went into a flexed position for about 2 seconds then was caught and returned to neutral position. Monitoring was unchanged. Wakeup test was negative. The procedure was aborted and a halo was placed instead. CT and MRI were negative for new injury. The surgery was delayed in the sense that the patient did not return to the operating room for definitive fixation until 1 week later. So far there have been no adverse consequences noted as a result of the head holder failure or the delay in surgery.